Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 59-year-old female with cardiomyopathy and a pre-support clinical state consistent with scai shock stage e was supported with an impella 5.5 implanted via the right axillary/subclavian artery using surgical access. During the course of support, a large clot in the aorta was reported following removal of an impella cp. The issue was documented as thrombus/biomaterial observed in the patient or on the device. The impella 5.5 remained in place and was not removed due to any device-related failure mode. No device malfunction was reported. The time of reporting, the patient remained on support and was reported as stable. The relationship between the device and the reported clot cannot be established from the information provided. Investigation remains limited.

Manufacturer narrative:
Further communication regarding the patient and outcome has been shared. The 5.5 replaced the prior cp and after the 5.5 had supported for 7 days the patient had care withdrawn and the patient expired. The death is conservatively being reported on the impella due to the inability to conclusively dissociate the product from the patient outcome. Prior to the care withdrawal the pump had functioned as expected, p-9 with 5.0l/min flow with d5w with sodium bicarbonate in the purge solution. Sections b1, b2, and h1 have been updated to reflect the patient outcome. H6, health effect impact code: f02 has been added.